Event description:
The customer reported that the 9900 system had a communications failure error message prior to a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply was adjusted and the generator interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.